Manufacturer narrative:
Associated voluntary medwatch form: mw5151452.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead remained in service. No adverse patient effects were reported.